Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Ejected clip, broken cam, broken jaw. The analysis results of the el5ml found that it was received with the jaw broken and the cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. The device was cycled and it fired one clip conforming and ejected the remaining clips due to the found condition. Possible causes for the found condition of the jaws may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. In addition, the device locked out as intended but the orange indicator over traveled. This finding is not related to the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, while ligating the cystic artery, the device was stuck in the closed position on the artery. The surgeon introduced another trocar then used another grasper to grab the vessel to pull the device from the vessel. It is unknown if there was any tissue damage. It was noticed that a clip was scissored at the end; the vessel was not cut. Another device was used to complete the procedure. No adverse consequences reported.

Event description:
It was reported that during an unknown procedure, there were spitting clips. With the first clip applier the clips jammed out of the jaws. With the second device, the first clip was delivered across and couldn't be placed. A third applier was used successfully. There were no adverse consequences for the patient.